Manufacturer narrative:
We were made aware by our distributor of an event reported on maude database (report number mw5086652) of which we had not been made previously aware. We asked for further information and for availability of the device to our distributor: the pump is not available for investigation. No consequences for the patient.

Event description:
We were made aware by our distributor of an event reported on maude database (report number mw5086652) of which we had not been made previously aware. Event description: "per pt, crono pump serial (B)(4) does not work. When she goes to prime it, it just says "error" and just beeps and does not run. She tried to change the batteries and it still doesn't work. Sending her another pump to replace that one so that she has two working pumps on hand prior to transition to legacy pump on friday. Pt will return broken pump to us. Switched to backup pump. Without issues or hard to pt, no further info available. Reported (B)(6) by pt/caregiver".